Manufacturer narrative:
(B)(4). This complaint for the iodine sponge falling out of the cap was not confirmed. A batch review was performed and no defects were noted during batch review. Samples were not provided for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer to corporate product surveillance on (B)(6) 2011. Customer's husband reported that the iodine sponge fell out of several of the mini-caps once they opened the pack. The customer had to use another one.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is known at this time; therefore a batch review will be conducted. If additional information becomes available, then a follow up MDR will be submitted.